Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staples did not form properly and the instrument did not fire. The hospital has reported no patient injury occurred.